Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced 'sage' colored stoma leakage and irritation (red, inflamed skin). The patient was prescribed unknown antibiotics and had improvement but had leakage with white/green pus and redness remaining. On an unknown date, the patient visited their family md with no further treatment prescribed.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.